Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up to a blank screen display. Customer's blood glucose was 427 mg/dl. Customer reported that time did advance. Display screen came back after battery change. Customer also reported that when the act button was pressed during time set up, display screen went back to "fill cannula" and then to time set up again. After troubleshooting, customer was advised that insulin pump would need to be replaced.